Manufacturer narrative:
Visual inspection of the device showed the irrigation extension tubing was found fully detached/separated from the luer fitting at the adhesive joint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a atypical flutter ablation procedure. During the procedure it was noted that leakage was observed by the tubing connected to the ablation catheter. The catheter was replaced and the procedure was completed.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a atypical flutter ablation procedure. During the procedure it was noted that leakage was observed by the tubing connected to the ablation catheter. The catheter was replaced and the procedure was completed.